Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite.est (extended systems test) passed and the unit was autocycling and peep was out of specification.pm (preventive maintenance) was performed using a kit from OEM (original equipment manufacturer) specialty products.the fsr replaced the poppet exhalation valve with the one supplied from vyaire and this corrected the peep issue. Ovp (operational verification procedure) was done and internal battery run test failed (unit only ran for 6 minutes). The charging circuit was reset and battery replacement was indicated prior to placing the unit back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that low peak expiratory end pressure occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
H11:correction d4:corrected model# and catalog #. Section d4 was updated to indicate correct model # and catalog #.

Manufacturer narrative:
Section d4 was updated to indicate correct UDI.